Event description:
A malfunction alarm was reported, causing the customer's blood glucose level to exceed 500 mg/dl. The customer administered a correction injection using manual delivery and received assistance from technical support in attempting to reset the pump. Despite efforts to reset, the malfunction persisted, and technical support arranged for a pump replacement. There was no reported injury, and the caller was advised to contact their healthcare provider due to the lack of backup therapy.